Manufacturer narrative:
Final analysis found only the connector segment of the lead measuring 26.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number:2017865-2019-14477. Related manufacturer reference number:2017865-2019-14481. It was reported that the patient has deceased. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device. It was noted that the patient had been hospitalized due to cerebrovascular event. The physician commented nothing abnormal found on performing the interrogation on the reported device.